Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device replacement procedure, the physician noticed some insulation wear on the pace/sense portion of the right ventricular (rv) lead. The lead was tested through the analyzer several times with all portions of the lead. All measurements were within normal limits. The physician applied medical glue to repair the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.